Manufacturer narrative:
The condition of the device was unk as there were no photos or device received. The review of device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.

Manufacturer narrative:
A product history search revealed no additional complaints against the related part and lot combination. It was reported that the patient was revised due to pain and possible tibial loosening, but this cannot be confirmed. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is further reported that the patient was revised due to pain and tibial loosening.

Event description:
It is reported that the pt is experiencing implant failure.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: persona p/n 42522000410 l/n 62643898. Persona p/n 42502206202 l/n 62713397. Disposable drill/pin set p/n 200100000 l/n 62423651. Pat rmr bld w/pilot hole,sz35 p/n 00597909535 l/n 62724995. Psi persona cr pin guides femur and tibia p/n 00597000025 l/n 56601486. The additional information was reviewed and the reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.